Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer had been using humalog insulin in the cartridge for 3 days. Tandem technical support informed the customer that using humalog beyond 48 hours is against the pump labeling. The customer acknowledged the information and changed the pump supplies. Insulin delivery was resumed.